Event description:
It was reported that the lens was removed intraoperatively from the pt's right eye due to a hole in the capsule which could not support the lens. The incision was enlarged and an anterior chamber lens was implanted as replacement. No add'l info was provided. Ref MDR# 1313526-2015-00273 for lens used during the procedure

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.